Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion. No adverse patient effects or field allegations were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was successfully interrogated. Engineering calculations determined that this device had a shortened elective replacement indicator (eri) to end of life (eol) time frame, which may be an indication of an out of specification condition. Additional laboratory testing and analysis is pending.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. Additionally, it was concluded that the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.